Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event was not confirmed. From the stored programmer printouts, no charges were found to have occurred on the explant date. The device was tested on the bench and using automated test equipment and no anomalies were observed. The cause of the reported field event remained undetermined.

Event description:
It was reported that during an elective replacement the doctor felt a shock as he disconnected the rv df-1 from the header even though the device was disabled for tachy mode. The device was exposed to electrocautery during explant.